Event description:
Rptr had back surgery and the implantation of pedicle screws and rods. Rptr is in constant pain and cannot sit, stand or lie down for more than two hours at a time. Rptr is on constant pain medication.